Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to inadequate material selection or materials of construction are not biocompatible or material surface was rough or abrasive or uncomfortable. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Not recommended for patients who are experiencing skin irritation or breakdown at the site. Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter." Correction: d, e h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning properly. The liberator representative walked through troubleshooting and the system was suctioning properly. The representative also provided wick prepping and placement instructions. Also stated that the patients bottom was hurting and had a rash from the urine by using the purewick female external catheter and using various creams for the rash. The representative also recommended the patient to discontinue the use until the rash cleared up and said the patient might want to speak with a doctor before resuming the product use. On (B)(6) 2021 the patient was being treated for a urinary tract infection with antibiotics (penicillin). The representative stated that the patient would not be using the purewick until the urinary tract infection had been cleared. It was noted that the perineal care was performed prior to placement of the wick the wicks were gently pulled outward during removal per instruction for use the wick were placed properly and the patient was changing the wicks for every 8 to 12 hours per IFU. The doctor confirmed the urinary tract infection and prescribed the medicine and the patient also used the products other than the purewick during the day. Per additional information received via follow up on (B)(6) 2021 it was stated that the patient was having difficulty in using the purewick urine collection system and needed assistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning properly. Liberator representative walked through troubleshooting, the system was suctioning properly and provided wick prepping and placement instructions. It was also stated that the patient bottom was hurting and had a rash from the urine by using the purewick female external catheter and the patient had been using various creams for the rash. Representative also recommended that the patient had to discontinue the use, until the rash cleared up and said the patient want to speak with doctor before resumed the product use. On (B)(6) 2021, patient was being treated for a urinary tract infection with antibiotics (penicillin). Representative said that the patient would not be using the purewick until after the urinary tract infection had been cleared. It was noted that the perineal care was performed prior to placement of the wick, the wicks were gently pulled outward during removal per instruction for use, the wick were placed properly per instruction for use, the patient was changing the wicks every 8-12 hours per instruction for use, the doctor confirmed the urinary tract infection and prescribed the medicine. Patient also used the products other than the purewick during the day.